Event description:
It was reported that a patient underwent an entropion correction surgery on (B)(6) 2023 and suture was used on the eyelid skin . The doctor used suture to aid in wound healing. During the surgery, lidocaine hydrochloride injection and gentamicin sulfate injection were used. Ten days post-op on (B)(6) 2023, the patient returned to the hospital for reexamination. The suture at the wound site of the patient was not absorbed, and the wound did not heal. The doctor found slight redness of the wound. The suture was removed and the surgeon used a non-absorbable suture for wound re-sewing. Then the wound healing was improved. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient was a 67-year-old woman who underwent entropion correction surgery at hospital on (B)(6)2023 due to "left lower eyelid entropion". The surgeon used j570g for eyelid skin sewing (with specific suturing method unknown). The intraoperative sewing operation was smooth. On (B)(6) 2023, the patient returned to the hospital for reexamination. The doctor found slight redness of the wound, poor wound healing (with specific symptoms and signs unknown), and the suture at the wound was not absorbed. The suture was removed and used non-absorbable suture (with specific product information unknown) for wound re-sewing. Then the wound healing was improved. No subsequent adverse events were reported. The following information was requested but unavailable: was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Was reoperation necessary to remove the suture and re-close the wound? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. Were there any patient consequences? The following information was requested but unavailable: the absorption rate for j570g is about 56-70 days. Is there a complaint regarding slow suture absorption? Did the surgeon expect the suture to be absorbed at 10 days post-op? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event?